Event description:
The lead was explanted due to a low lead impedance. At implant the lead was unable to capture in ventricle and a piece of the insulation at the distal just proximal to "rv" coil was found missing.